Event description:
It was reported that ongoing cartridge alarms occurred during the load sequence. Customer¿s blood glucose was "high"; although specific value was not provided. Reportedly the customer had large ketones. Elevated bg was address by manual insulin injections. Ultimately, the customer reverted to an alternate method of insulin delivery. Reportedly on 4/9 the customer went to the emergency room due to the elevated bg. Customer was given intravenous fluids to address the bg. Multiple attempts were made by tandem technical to gather additional information, however, no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.